Event description:
It was reported the patient presented with heart failure after 9 years of implant with a stenotic aortic valve and regurgitant aortic and mitral valves. Upon explant, the surgeon noticed stenosis on the leaflet. Additional information has been requested.